Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and an increased sensing integrity counter (sic) count. Sensing of the right ventricular (rv) lead was noted to be diminished and variable. The right atrial (ra) lead was reported to have no capture and far field r-wave (ffrw) oversensing. The leads both remain in use. No patient complications have been reported as a result of this event.